Event description:
It was reported that the insulin pump alarmed no delivery during basal rate delivery. Customer was advised to change the complete infusion and report if the alarm is occurs again. Customer tried two different cannula lengths and requested the infusion sets to be replaced. Blood glucose value is 134 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.